Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The crimped stent outer diameter (od) was measured and was within specification. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues note with the devices inner and markerbands. A visual and tactile examination found that the distal shaft polymer extrusion was kinked at various positions along its length. Solidified contrast medium was also visible in the lumen indicating that the device was prepped for use. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). The 3.00x38mm promus element ¿ long drug eluting stent was selected to treat the lesion, however, while the physician took the device out of the packet it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). The 3.00x38mm promus element ¿ long drug eluting stent was selected to treat the lesion, however, while the physician took the device out of the packet it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.